Event description:
An xra regulator/cylinder system was being filled at a customer facility, when during filling, the cylinder separated from the regulator, propelling itself off the filling rack. No personal injury occurred.